Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support. Unable to verify a33 alarms due to motor error alarms also, unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarm. All operating currents are within specifications and passed self-test, a21 error test, displacement test and off no power test. The insulin pump was t received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed. Customer stated the pump alarmed at the time of changing the reservoir. Customer's blood glucose was 5.4mmol/l. Customer stated the drive support cap is protruded. Advised customer to discontinue use of the insulin pump and revert to back up plan.